Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 500mg/dl. The caller mentioned having call error alarms, sensor alerts, and different readings between the sensor glucose and the blood glucose readings. The customer stated that the cannula was straight, but the reservoir had air bubbles at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.